Event description:
Patient presented with copd, moderate calcification in tortuous iliacs and a challenging angle in the aorta at the lowest left renal; the right renal was approximately 2cm higher. In 2009, access and deployment of a 28-16-140bl bifurcated device and a 28-28-75l proximal extension was uneventful. A distal type I endoleak was noted on the right side, and limb extensions were implanted. At the close of the procedure, a late, slight blush was noted, however, the physician felt that it was a type ii endoleak. Thirty day follow up CT revealed a proximal type I endoleak. Two months later, the patient was brought back to treat the endoleak with a 28-28-95rl suprarenal proximal extension. The covered portion of the suprarenal extension was at the lowest renal. Angio showed a slight proximal type I endoleak. A coda compliant balloon was used for dilatation and to place an aortic stent, then post dilated again. Angio showed a slight blush. The balloon was used again to post dilate. At this time, a perforation at the level of the renals was found. The plan was to place a covered stent in the left renal, however, the physician was unable to achieve wire access into the left renal. A proximal extension was placed intentionally covering the left renal. Another angio run showed that there was still a slight leak, however, the physician did not want to balloon and risk further damage, and hoped that after reversing heparin, the leak would subside. The next day the patient went into cardiac arrest. CT revealed a rupture, and the patient was taken to surgery. The condition of the aorta was "very brittle", all devices were explanted, and a surgical graft was successfully sewn in. The patient was taken to recovery, however, died the next day. Cause of death is unk at this time.

Manufacturer narrative:
Model #28-28-55l, lot #w09-0667-004, exp. Date: 03/11/2012. Review of lot records/work orders, prior reports. No issues were noted. Unk if patient's anatomy met criteria for indications for use. Aorta was inadvertently perforated during ballooning.